Manufacturer narrative:
(B)(4): the customer reported a pt death (infant) occurred after being monitored with a philips device during childbirth. Based on the available info, there is no indication that the philips device as a factor in the death or experienced a malfunction. Philips is in the process of obtaining add'l info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a pt death occurred after being monitored with a philips device.